Manufacturer narrative:
The referenced report of chronic driveline infection is covered under medwatch MFR#2916596-2015-02292. (B)(4). Approximate age of device ¿ 1 year and 8 months. (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On an unspecified date in (B)(6) of 2016, the patient was admitted with bacteremia and discharged on intravenous antibiotics. The patient has a previously unreported chronic (B)(6) driveline infection. On (B)(6) 2016 an echocardiogram revealed that the left ventricle cavity size was moderately dilated, wall thickness was normal, and systolic function was severely reduced. The calculated ejection fraction was in the range of 20% to 25%. The right atrium showed no evidence of thrombus in the atrial cavity or appendage. The mitral valve showed no evidence of vegetation and there was moderate regurgitation. There was no evidence of vegetation in the tricuspid or pulmonic valve. On (B)(6) 2016, the patient was hospitalized due to confusion, fever, and visual impairment. The patient was diagnosed with a subarachnoid hemorrhage. It was reported that the patient had possibly fallen and had a "knot on the left forehead". The patient had a lactate dehydrogenase (ldh) level of 542 u/l, a plasma free hemoglobin less than 30 g/dl, an inr of 2.7, and prothrombin time of 30.3 seconds. On the morning of (B)(6) 2016 the patient was awake and able to see some gross images; however, the patient did not recall events from the prior day. The patient's inr was 2.9, prothrombin time was 32.2 seconds, and partial thromboplastin time was 42.7 seconds. CT of the head revealed a right frontal and biparietal subarachnoid hemorrhage, and large areas of cytotoxic edema in the posterior temporal and occipital regions that were consistent with recent infarctions. A CT of the abdomen and pelvis revealed multiple splenic infarcts and bilateral renal infarcts with suspected liver infarct. It was reported that no signs of thrombus were observed on echocardiogram. System controller log file analysis did not reveal any significant changes in lvad power. No additional information was reported.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years and 5 months. The pump remains in use supporting the patient with no further related events reported. A correlation between the device and the reported driveline infection and stroke could not be conclusively determined. Infections, stroke, bleeding and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 10/05/2016 indicated that the patient was scheduled to be discharged to an long-term acute care facility on (B)(6) 2016. The patient was not actively infected but still had neurological impairments such as confusion and combativeness. The patient had been trached but was not vent dependent.